Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The reporter stated that they would systematically rerun patient samples with troponin t hs results >14ng/l. The patient sample was rerun on another cobas e 801 analytical unit. Sample ID (B)(6) the initial result from the analyzer at 2:51 pm was 178 ng/l. The first repeat result from the analyzer at 3:09 pm was 6.62 ng/l. The second repeat result from the other analyzer at 4:03 pm was 5.81 ng/l. The third repeat result from the other analyzer at 4:19 pm was 8.26 ng/l. The fourth repeat result from the other analyzer at 5:05 pm was 4.38 ng/l. The fifth repeat result from the other analyzer at 5:20 pm was 4.67 ng/l.

Manufacturer narrative:
The serial number of cobas e 801 analytical unit is (B)(6) . The investigation reviewed the calibration data; there was no indication of any issues. The investigation reviewed the qc data; the qc was within the specified range; there was no indication of any issues. The investigation reviewed the last instrument check on 11-dec-2023; no issues were noted. The investigation reviewed the analyzer images for sample ID (B)(6) . The image from the customer's other analyzer showed a slight white area in the middle. However, the camera of the unit was not well-adjusted. A clear issue could not be seen. The investigation excluded a general reagent problem because the qc before the event was within the specified ranges. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the alarm trace; the trace had multiple "abnormal cell blank" alarms. The investigation determined the event was consistent with either a contamination issue or a pre-analytical handling issue. The investigation did not identify a product problem.